Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The adc device related to this complaint was used for assisting in the monitoring and management of diabetes and was not being used for treatment or diagnosis. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced feeling cold, sweating, dizziness, and shaking. It was indicated that the customer was able to self-treat with a biscuit. There was no report of death or permanent impairment associated with this event.